Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. Reportedly, the patient's device pocket never healed. No additional adverse patient effects reported. The ICD was explanted.